Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that while in the cath lab the physician inserted an intra-aortic balloon (iab) through a sheath and blood was noted in the tubing. The decision was made to remove the iab and not insert another prior open heart surgery. There was no reported pt death or injury. Medical/surgical intervention was not required. The pt went home on a normal course.